Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect toxo igg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79212be00. A device history record review did not identify any related nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 79212be00 was identified.

Event description:
The customer observed falsely elevated architect toxo igg results for a pregnant female patient. The following data was provided (>/=3.0 iu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2026, was 5.9, repeat result, on 11feb, was 5.3 iu/ml. Previous samples were tested on 11feb and the results for toxo igg and toxo igm were negative. The sample was negative/not immunized by western blot testing. Additional laboratory results were provided: toxo igm result was negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated architect toxo igg results for a pregnant female patient. The following data was provided (>/=3.0 iu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2026, was 5.9, repeat result, on (B)(6), was 5.3 iu/ml. Previous samples were tested on 11feb and the results for toxo igg and toxo igm were negative. The sample was negative/not immunized by western blot testing. Additional laboratory results were provided: toxo igm result was negative. There was no impact to patient management reported.